Event description:
Spontaneous report. Pt stating her freedom pump is making very loud cranking noises - it is on the verge of breaking but it is still working for her infusion. Unknown lot number and expiration date. No further information available or dates are known or were reported. No missed dose or adverse event reported, pump will be returned. Rx (B)(6) is the correct rx for the defective pump from 2018, it has already been discontinued & unable to add to report. Reported to (B)(6) by pt/caregiver.